Event description:
It was reported through an anonymous post-market clinical follow-up survey on vacuum-assisted breast biopsy systems, there were five-six occurrences of tissue adherence to the probe while removing from dense breasts. There was no reported injury to the patient(s).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported difficult to remove from patient, as no objective evidence was provided for review. A definitive root cause for the alleged difficult to remove could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The product instructions for use states, prior to removing the bd elevation probe from the breast, the support cannula may be detached and remain in the breast to retain a track to the biopsy site to place a tissue marker. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through a post-market clinical follow-up survey on vacuum-assisted breast biopsy systems, there were five to six occurrences of tissue adherence to the probe while removing from dense breasts. It was further reported there was difficulty deploying the markers through the coaxial. There was no reported injury to the patient.